Manufacturer narrative:
A zoll field representative evaluated the device on-site and the device performed to specification. On (B)(6) 2025, users powered on the device and received a calibration required message. Multiple charge attempts failed likely related to a low battery condition. After replacing the battery, the device charged and discharged without issue further confirming this report is battery related. The device passed all testing by the field representative and was returned to service. As noted in the x series operator's guide (pn: 9650-001355-01, rev p), for best performance of the battery, you should recalibrate the battery as soon as possible after receiving a calibration required message. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device internally dumped the energy. The users replaced the battery and was able to shock the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.